Event description:
Journal article received: tip apex distance, hip screw placement, and neck shaft angle as potential risk factors for cut-out failure of hip screws after surgical treatment of interochanteric fractures; andruszkow h., frink m., fromke c., matityahu a., zeckey c., mommsen p., suntardjo s., krettek c., hildebrand f.; international orthopaedics. 2012 nov; 36 (11):2347-2354 reported: a retrospective study of 235 patients with intertrochanteric fractures that were treated with either a synthes dhs system or a stryker gamma nail between january 2007 and may 2010; 188 patients were implanted with a dhs system and 47 with the gamma nail. This report will focus on the reported complication of the dhs system only in which there were 6 cases of cut-out documented with this system. Outcome is unknown. This report is for an unknown dhs plate. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided.